Manufacturer narrative:
Product was received and is in the process of being evaluated. Once the evaluation is complete, the information will be sent.

Event description:
On (B)(6) 2013, the reporter stated that when removing the obturator the thin stem was missing. They tried to draw up and remove the content of the catheter but the stem was not found. No an unk date, the pt underwent an ultrasound and radiography with no results of the catheter. No further information is available.